Event description:
It was reported that suture placement in the heavily calcified right common femoral artery was attempted with a prostyle device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the prostyle device was advanced into the vessel, it felt "funny/unusual". The footplate lever was moving during advancement, before the lever was deployed. The device became stuck and would not come out. In an effort to release the device, the prostyle was deployed thinking the link may have caught on calcification. The suture could be seen and was cut. The footplate lever was closed; the device was still stuck. The vessel was incised to remove the device which had separated yet was held together with the actuator wire. Tissue was noted on the device; the vessel was damaged. The aaa procedure was completed and surgical suturing repaired the vessel and achieved hemostasis. There was a reported clinically significant delay in the procedure and hospitalization was not prolonged. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effect of vascular injury (tissue damage) is listed in the electronic perclose prostyle instructions for use (eifu) as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.